Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-05805 and 2134265-2012-05806. It was reported that during a stenting treatment procedure, the patient experienced chest pain. The 90% stenosed and 34mm long target lesion was located in the middle left anterior descending artery with a reference diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00mm x 32mm ion drug eluting stent overlapping distally with 3.00 mm x 8 mm ion drug eluting stent. Post dilatation was performed with a 2.25 x 15mm apex balloon catheter which resulted in 0% residual stenosis. During inflations of the 3.00mm x 32mm ion stent, 3.00 mm x 8 mm ion stent and apex balloon catheter the patient experienced chest pain that dissipated with the balloon and stent deflation. The patient was administered nitroglycerine for recovery. The following day the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).